Manufacturer narrative:
Upon receipt the lead was found cut 47 cm proximal to the lead tip. A distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment and a thread was found bound on the distal lead fragment. The performance of the lead fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 46 cm proximal to the lead tip, the insulation was found abraded though. This damage is assumed to be the root cause for the observed high pacing threshold. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Abrasion marks were detected 18 to 12 cm proximal to the lead tip. However the insulation was not abraded though. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages like the cuts into the insulation 35 cm proximal to the lead tip most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.